Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to erosion. The device exhibited fluid loss and would not fully inflate. There were also holes found in the device. The entire device was removed and replaced. There were no additional patient complications.